Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back tests, no more than three mins apart. She reported that she had rec'd results of 178, 250 and 278 mg/dl. (She said that she retested because she thought she might not have had enough blood on the test strip for the first result of 178). All tests were done using different finger sticks. The rptr checks the confirmation dot to make sure it is blue. She stated that she did not have any symptoms. No control solution test was done due to inavailability of supplies.